Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion and an opening. A leak test was performed and an opening was found on the anterior. A microscopic analysis was performed which identified puncture opening on the anterior side, consistent in the use of some surgical tool. Based on the device analysis, the final assessment is a puncture opening on anterior due to surgical damage like.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.